Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and an elevated blood glucose (bg) level of 800 mg/dl. Reportedly, the cause was stress and poor eating. Customer attempted to bring bg level down by using manual injections for insulin therapy. Subsequently, the customer was admitted to the hospital where intravenous fluids and insulin were administered to address the elevated bg. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved.